Event description:
It was reported that when the device was used during a colon resection, they could not advance the knife. A replacement cutter was used to complete the case. There was no consequence to the pt.